Event description:
This procedure was performed in another country: the stent reached the lesion and was deployed about 8mm, the stent got stuck and could not be deployed smoothly, after several attempts, the stent and guiding catheter detached from the subclavian artery, the stent floated to aorta, the connection shaft of the stent tip broke. The physician used a snare to retrieve the tip but the stent was deployed and left inside the patient, however, not in the target area. The patient is reported as doing fine.